Event description:
Pharmacist reported needlestick with unopened polybag of syringes. Consumer had returned for the same issue. Cap was off in the bag and needle was protruding through the polybag. Consumer was not seeking any medical attention; however, pharmacist would be following up with standard pharmacy practices for needlesticks, i.e, blood work, tetanus, etc.

Manufacturer narrative:
To date, product has not been returned for evaluation. Device history review completed on the lot indicated yielded no rejections for the condition noted. Complaint history check run on the lot indicated yielded one (1) additional complaint, also for a needlestick. Product will be evaluated if returned. Will continue to monitor on monthly trending.